Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high defibrillation impedance. The product will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction to UDI.

Event description:
Additional information was received that the right ventricular lead was explanted on (B)(6) 2026 and successfully replaced. The patient was stable following the procedure.